Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the electrical connection of scope connector became unstable while the user was handling the device, as a result the error message was temporarily displayed. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an e315 scope communication error. The issue occurred at the end of an unknown procedure and caused a 30 minute delay for the next procedure, which had a patient under anesthesia. There was no report of patient harm or complications due to the delay, but the procedure had to be moved to a different room. No other devices were involved in the incident and the procedure was able to be completed. No patient demographics were available. When the scope was tested later the same day, it was working again. There were no reports of patient harm.